Event description:
The complaint is reported as: midline was placed on (B)(6) 2021, and the patient was in the or, the team was moving the patient from the or table to the stretcher, when the line was caught on the stretcher. This caused tension on the IV tubing and midline, and the midline separated where the hub meets the extension line on the midline. The staff does concede the line was pulled rather hard. No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one PICC catheter for analysis. Signs-of-use in the form of biological material was observed on the catheter body. The separated luer hub was not returned for analysis. Visual analysis revealed that the luer hub had separated from the catheter assembly. The edges at the point of separation appeared rough and stretched. Visual examination of the distal luer hub could not be performed as it was not returned for evaluation. The catheter body from the juncture hub to the distal tip measured 6 3/4", which is within the specification limits of 6 11/16"-6 15/16" per the catheter graphic. The extension line outer diameter measured .094", which is within the specification limits of .093"-.097" per the extension line extrusion graphic. The extension line inner diameter measured .055", which is within the specification limits of .055"-.059" per the extension line extrusion graphic. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause catheter component damage or breakage. If placement damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The customer report of a separated luer was confirmed by complaint investigation of the returned sample. Visual analysis revealed that the luer hub had separated from the extension line; however, the luer hub was not returned for analysis. The catheter met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Without the luer hub to analyze, the probable root cause could not be determined based on the information provided. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: midline was placed on (B)(6) 2021, and the patient was in the or, the team was moving the patient from the or table to the stretcher, when the line was caught on the stretcher. This caused tension on the IV tubing and midline, and the midline separated where the hub meets the extension line on the midline. The staff does concede the line was pulled rather hard. No patient injury or complication reported. The patient's condition is reported as fine.